Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump was damaged. The blood glucose reading was 73mg/dl. It was stated the customer was rewinding the device, and a piece of plastic broke off on the reservoir compartment. The caller stated that the damage was in the motor drive cap. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.